Event description:
This event is reportable based on the product analysis approved in 2008. It was reported that during a drug eluting stenting treatment procedure the device was unable to cross the lesion. The 94% stenotic lesion was located in the severely tortuous and severely calcified mid left anterior descending artery. The physician advanced the 2.75x32mm taxus liberte stent to the lesion, but was unable to cross the lesion. There were no patient complications. The procedure was successfully completed with a 2.75x28mm taxus liberte stent. Patient status is reported as "good". However, the returned product analysis revealed that there was stent damage.

Manufacturer narrative:
Device evaluation: a visual and microscopic examination of the device found severe damage to the proximal and distal edges of the stent. The distal stent struts were misaligned. The proximal section had three struts bent back distally. This type of damage is consistent with excessive force being applied to the delivery system. The hypotube had kinked approximately 27.0cm distal from the catheters strain relief. This type of damage is consistent with excessive force being applied to the delivery system. No other kinks or damage were noticed along the shaft of the device. A recommended sized guidewire was inserted through the lumen with no restrictions noted. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be operational context due to the anatomical and/or procedural factors encountered during the procedure.